Manufacturer narrative:
The device was explanted due to hematoma. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the hematoma was not device related.

Event description:
Per the following physician's office, this system was explanted on (B)(6) 2012 due to a hematoma. There are no known complaints associated with the functionality of this device. Should additional information be received, this file will be updated.